Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to bipolar/ring fracture. No new ra lead was placed. No additional adverse patient effects were reported.